Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel that resulted in a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. Technical services (ts) reviewed the reports and noted a potential cause of the noisy signals. It was noted that this was an incidental finding as the patient is currently inpatient. The device remains in use. No adverse patient effects were reported.